Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance high out of range and loss of capture (loc) due to a conductor fracture present. X-rays were performed to confirm the fracture. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h1. Type of reportable event.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance high out of range and loss of capture (loc) due to a conductor fracture present. X-rays were performed to confirm the fracture. The lead was explanted and replaced. No additional adverse patient effects were reported.